Manufacturer narrative:
(B)(4). For related complaint see MDR# 3010532612-2018-00314 and (B)(4).

Event description:
It was reported by the cath lab rn who called with a post code patient that came to the cath lab. Intervention was performed and the doctor asked to place an intra-aortic balloon (iab) catheter. The fiber-optic zeroed and then when it was beginning to be inserted into the sheath, they got a "fiber-optic signal weak" alarm. They continued with the insertion, but got no fiber-optic arterial pressure waveform. Therefore, the doctor decided to change everything out for a second fiber-optic iab. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab fos signal lost is confirmed. The fos fiber was broken and therefore, the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. For related complaint see MDR# 3010532612-2018-00314 and tc# (B)(4).

Event description:
It was reported by the cath lab rn who called with a post code patient that came to the cath lab. Intervention was performed and the doctor asked to place an intra-aortic balloon (iab) catheter. The fiber-optic zeroed and then when it was beginning to be inserted into the sheath, they got a "fiber-optic signal weak" alarm. They continued with the insertion, but got no fiber-optic arterial pressure waveform. Therefore, the doctor decided to change everything out for a second fiber-optic iab. There was no report of patient injury or consequence.